Manufacturer narrative:
Investigation summary: sample was not decontaminated by vendor. 4 photos and 1 actual sample was returned for evaluation. Catheter damage was observed in the returned photos. Catheter damage was observed from the returned sample. No foreign matter was observed from the returned sample. Complaint history check was performed on reported batch. Device history record of packaged needle (pn) batch 8170003 catalogue number 388412 and its assembled needle (an) batch 8171007 part number 8301327 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Investigation conclusion: the complaint is confirmed and product is out of specification catheter damaged could have been caused by needle pierced through catheter. This could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced is before the implementation of the CAPA. CAPA had been initiated to address needle pierced through catheter issue. CAPA #: (B)(4). Root cause description: this section is not applicable as the reported defect is a known issue. Refer to CAPA# (B)(4). Rationale: n.a.

Event description:
It was reported that bd insyte¿ IV catheter had foreign matter on it. This was discovered after use. The following information was provided by the initial reporter: fm on the catheter. Bdj confirmed there was a trace that catheter was pierced by needle. Code was changed from fm to needle through catheter.